Event description:
An anesthesiologist reported experiencing the following symptoms: hives, itching, swelling of the face and hands, hand dermatitis, anaphylaxis and runny eyes and nose. She states that these symptoms are due to exposure to latex gloves made by several different glove mfrs.